Event description:
A falsely depressed troponin I result of 0.02 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested and a result of 5.10/5.12 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was short sampling.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was short sampling. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.